Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of a frayed cable at the instrument wrist as all pitch and yaw cables are intact and undamaged. The instrument moves as intended in pitch and yaw when the input discs are manually rotated. Engineering also observed that the conductor wire is damaged, which resulted in arcing to nearby components at the instrument wrist. The yaw pulley, distal clevis and conductor cap exhibit charring and localized melting indicating an arcing event occurred. The section of conductor wire adjacent to the charred areas has damaged insulation, exposing bare wire. Electrical continuity is intermittent, passing when the instrument wrist is straight and failing when the wrist is in yaw to either side. No other damage was found.

Event description:
It was reported that after cleaning and sterilization a frayed cable was observed on the permanent cautery hook instrument. No patient harm, adverse outcome or injury was reported.